Event description:
The manufacturer received information alleging an "active exhalation valve failed" alarm occurred. During the evaluation of the device at the manufacturer's service center, an "active exhalation valve failure "alarm, occurring multiple times was observed from the history. In addition, a "ventilator service required" error which indicated that the proximal pressure sensor railed to maximum negative value was discovered in the event log. It was discovered that the "ventilator service required" alarm occurred before the "aev failure" was occurring. The device was disassembled and inspected, but no abnormal sections were observed. A final test was performed and confirmed that there was no abnormality in the device, but the system board was replaced to prevent recurrence. Additionally, not related the blower assembly was replaced due to dirt observed.